Event description:
It was reported that during pre-test, the pump had triggered a 'cassette not attached properly' alarm, insulator pins missing and the door and battery compartment were cracked. This is a high-priority alarm that prevents device operation and interrupts therapy. There was no patient involvement and, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.